Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the egv was 51 mg/dl and the patient did not check her fingerstick value. It was not specified nor clarified if the patient experienced physical symptoms. The patient self treated the ul egv with carbohydrates. An unspecified time after treatment, the patient checked the bg and it was 600 mg/dl. The egv at that time was not documented. The patient started to feel dizzy and experience foggy eye sight and weakness. The patient managed to call the ambulance on her own and her daughter accompanied her to the hospital around 10:00 am. While in the ambulance, paramedics immediately gave her some IV fluid and in the hospital she was given again some IV fluid. One of the nurse tested her bg and it was still 600 mg/dl. She was no longer wearing the cgm at that time. The patient stayed in the hospital for a few hours and she was released later in the afternoon. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.